Event description:
Coronary ostial diagonal lesion was double wired with a prowater guide wire and a bmw guide wire. The angiosculpt balloon was inflated twice. The first inflation was at 10 atmospheres for 64 seconds. The second inflation was at 12 atmospheres for 80 seconds. When deflating the angiosculpt balloon the second time, the device became entangled with other wires and could not be removed without heavy force. Ultimately, the device broke and the detached components were able to be pulled back into the guide catheter. The entire guide catheter along with the wires and detached components were then removed together as a system. The balloon and one of the scoring elements was stuck inside the guide catheter, while the other part was removed. No parts were left in the pt. Upon follow-up with the customer, it was reported that the distal portion of the angiosculpt device and guide wire had separated inside the guide catheter after being stuck initially in the guide catheter. There was no harm to the pt.

Manufacturer narrative:
Pt info was requested from the customer. Customer declined to provide pt info. (B)(4). Excessive force was reportedly applied by the user onto the catheter during device removal, which was consistent with the returned device evaluation results. Based on the evaluation results, it can be concluded that the operational context may have contributed to the event. According to the instructions for use (IFU) for angiosculpt ptca scoring balloon catheter ex, retained device components is listed as a possible adverse effect of the procedure. However, there was no report of retained device components in this event. Evaluation summary: the returned device was received in three pieces: proximal portion of the guide wire, proximal portion of the angiosculpt catheter and distal portion of the angiosculpt catheter intact with the distal portion of the guide wire. Angioscore does not manufacture, import or distribute the guide wire that was received with the returned angiosculpt catheter. Distal shaft of the angiosculpt catheter separated at a location near the ex guide wire exit port. Guide wire appeared kinked and bunched in multiple areas. No damage was observed on the scoring element of the angiosculpt catheter. Review of the manufacturing records for this angiosculpt device lot was performed and found no deviation from the manufacturing process or nonconformance that may have contributed to the observation.